Manufacturer narrative:
Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Analysis of the implantable neurostimulator recharger (insr), serial number (B)(4), revealed the unit being leaded. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that now, the implantable neurostimulator recharger (insr) won't power on at all. They confirmed green light on the desktop charger (dtc) but the insr remained blank. Instructions to reset the insr was reviewed with them. They reported that the insr remained blank/did not power on. A replacement was sent and an email to a manufacturer representative (rep) was sent because they stated the patient's implantable neurostimulator (ins) was depleted and the patient's shaking returned yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the doctor resolved the shaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the implantable neurostimulator (ins) was depleted and return of shaking was because the charger quit working. The replacement of the implantable neurostimulator recharger (insr) resolved the ins depletion but the shaking has not been resolved. They are seeing their healthcare provider (hcp) on (B)(6) to adjust the implant.